Event description:
A laboratory employee experienced an allergic reaction while in close proximity to the immulite 2000 instrument. The employee experienced a rash, welts, and respiratory distress due to the allergic reaction, and was taken to the emergency room (ER), where epi pens were administered.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2012-00081 on september 21, 2012. Update (9/23/2012): corrected information: this MDR was submitted as a 5-day report, however, it is an initial report.

Manufacturer narrative:
The customer called the siemens technical solutions center to report that a laboratory employee had experienced an allergic reaction while in close proximity of the immulite 2000 instrument. The customer requested service to be sent to decontaminate the system. There is other instrumentation in the laboratory, and the vendors have performed decontaminations on those instruments. Allergy testing on the employee who experienced the allergic reaction has shown no reaction. The cause of the allergic reaction is unknown.